Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atb35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure, the device was not firing staples when closed, did not work inter-operatively. No further information is available at this time. There was no adverse consequence to the patient reported.